Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed " low resistance/impedance". Low impedance is observed on the ring-coil and ring can measurements at less than 2 ohms, but is very stable.

Event description:
It was reported that device measured less than 10ohms with shock lead impedance. A recent shock listed the delivered impedance as 64ohms. The device was removed and replaced. No patient complications have been reported as a result of this event.